Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. The reported patient effect of dissection is listed in the instruction for use everolimus eluting coronary stent systems xience prime, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a heavily tortuous, heavily calcified de novo left anterior descending artery (lad) that is 90% stenosed. The lesion was pre-dilated and a 3.0x23mm xience prime was deployed. A distal edge dissection was observed and another xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.